Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the al326 instrument was used. The only info available, was that the instrument misfired during the procedure. No info on surgeon or date of procedure. Also no additional info is known about the event. There was no consequence to the pt.